Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. It was reported the patient told their doctor's office they thought the pump was flipped in the pump pocket based (on its) current cosmetic appearance being lower than normal. No environmental/external/patient factors were reported. The rep attempted to communicate with the pump, but (no) device was found. The patient was scheduled for an x-ray to determine if the catheter connection was oriented properly and if the pump serial number reads from left to right. No actions or interventions had been taken yet. The issue was currently unresolved, as of 2019-nov-07. The rep indicated they planned to obtain more information from the hcp on 2019-dec-01. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-nov-13. The patient reported their pump flipped out of their pocket on (B)(6) 2019 and was hanging down, however, their healthcare provider verified it was still operating. The patient stated the pump flipped again when the patient was sitting down about three days earlier, relative to (B)(6) 2019. The patient was redirected to follow-up with their healthcare provider. It was indicated the patient's pump was delivering 12 mg/ml of bupivacaine at 3.01 mg/day and 20 mg/ml of dilaudid at 6.001 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a x-ray that confirmed the flipped pump. The cause of the flipped pump was reported as it coming loose over time. There were no falls or trauma that caused the pump to flip. The patient was referred for surgical revision of the pocket, but the surgery hadn't been scheduled yet. The issue had not yet been resolved. No further complications were reported.